Event description:
A customer reported a complaint of a l ow reading on their freestyle blood glucose meter. The customer obtained readings of 95 mg/dl and the lab received a reading of 313 mg/dl both were taken within a ten minute timeframe. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment. However, the customer reports that due to her blood sugar being extremely high she was not able to receive her surgery that was scheduled for that day.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted.